Event description:
Healthcare worker experienced a burn with pain on the end of the right finger while working with a completed load. The worker rinsed the site under running water and the symptoms resolved within one day. Medical attention was not sougth.